Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma - late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "contracture", baker grade unknown; "adjacent liquid collections, suggestive of seromas".

Event description:
Patient reported right side " folds", "contracture" and "adjacent liquid collections, suggestive of seromas". Patient is "scared by the information saw on the website about the recall". Device remains implanted.